Event description:
It was reported that a home pd system kaguya set was leaked from an unspecified location; further described as ¿a large amount of liquid had escaped." This occurred after priming for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.